Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock lead impedance values of 179 ohms and greater than 200 ohms. Boston scientific technical services (ts) was contacted, and ts recommended a commanded max energy shock. The device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock lead impedance values of 179 ohms and greater than 200 ohms. Boston scientific technical services (ts) was contacted, and ts recommended a commanded max energy shock. The device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock lead impedance values of 179 ohms and greater than 200 ohms. Boston scientific technical services (ts) was contacted, and ts recommended a commanded max energy shock. The device and rv lead remain in service. No adverse patient effects were reported.